Manufacturer narrative:
S/w 4.11c. Retainer ring = black. Case type = ngp. The customer visited the ER for alleged low bgs on 28-jun-2023. There was a bolus cancelled in the customer's notes. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The "bolus cancelled" was not specified in the customer's notes. Unable to verify bolus cancelled anomaly. There were no bolus not delivered alert (100) noted on the event date 28-jun-2023 in the pump history file. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, broken belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses delivered on the event date 28-jun-2023 in the pump history file. 06/23/2023 00:16:28.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.4, bolusamountdelivered = 1.4. 06/23/2023 07:44:10.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2. 06/23/2023 12:19:34.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.2, bolusamountdelivered = 6.2. 06/23/2023 15:10:28.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.8, bolusamountdelivered = 1.8. 06/23/2023 15:29:42.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 0.7, bolusamountdelivered = 0.7. 06/23/2023 20:41:12.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.3, bolusamountdelivered = 5.3. 06/23/2023 22:53:31.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.4, bolusamountdelivered = 1.4. 06/23/2023 22:55:34.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.5, bolusamountdelivered = 1.5. Please see below for the daily total of all insulin delivered on the event date 28-jun-2023. 06/29/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 06/28/2023 00:00:00.000. Dailytotalofallinsulindelivered = 26.425. Dailytotalofbasalinsulindelivered = 11.025. Dailytotalofbolusinsulindelivered = 15.4. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 28-jun-2023 in the pump history file. 06/24/2023 17:32:04.000 alarmalertnotification, faultnumber = reservoir estimate 0 alert (113). 06/25/2023 01:20:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 06/25/2023 01:30:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 06/27/2023 01:30:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 06/27/2023 01:40:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal, 06/28/2023 16:37:01.000 alarmalertnotification, faultnumber = low battery alert (104). 06/28/2023 16:37:59.000 batteryremoved. 06/28/2023 16:37:59.000 alarmalertnotification, faultnumber = battery removed (84). 06/28/2023 16:38:20.000 batteryinserted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 7/4/2023 5:31:58 pm. There was no power data available for the date of 06/28/2023. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No delivery not confirmed. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged low bgs. Bolus cancelled anomaly unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and also experienced hypoglycemia and was treated with juice. The customer was treated in the emergency room and was also admitted in hospital. Troubleshooting was performed. The customer reported mental confusion symptom related to low blood glucose and does not report any symptom related to high blood glucose. It was unknown whether the customer used the insulin pump within 48 hours of the episode. The auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.